Manufacturer narrative:
The event occurred in china during patient treatment. It was reported that the closing assy of the rotaflow drive was broken when the coupling agent was replaced. The device was replaced with another device without any negative consequences for the patient. No harm to any person has been reported. Since the device was exchanged during patient treatment, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore a report is required. The patient data was not shared by customer. The affected rotaflow device with s/n (B)(6) was investigated by a getinge field service technician and the reported failure could be confirmed. The rf drive closing cover kit (article number 701011680) has been replaced. The device passed all factory-specified performance and safety tests and was cleared for clinical use. The reported failure "closing assy broken" was already investigated by lifecycle engineering in a similar complaint. Most probable root causes could be determined: - too excessive force - weakening due to manufacturing errors (air inclusions) - weakening due to aging - uv light (sun) or contact with chemicals. Based on these investigation results the reported failure "closing assy damaged" could be confirmed. The review of the non-conformities has been performed on 2026-05-12 for the period of 2019-09-12 to 2026-05-08. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console was produced in 2019-09-12. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
The event occurred in china during patient treatment. It was reported that the closing assy of the rotaflow drive was broken when the coupling agent was replaced. The device was replaced with another device without any negative consequences for the patient. No harm to any person has been reported. Since the device was exchanged during patient treatment, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore a report is required. Complaint ID: (B)(4).